Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The difference of 0.1 ºc would not be clinically significant nor would it impact a clinician¿s treatment decisions, as such, this event is no longer considered reportable and a corrected supplemental report is being submitted.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results as well as the device history record. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when the local service provider connected this ev1000 platform to the plumsim device with a volumeview, the blood temperature displayed was higher than it should be. The blood temperature that was displayed and the blood temperature expected are unknown. There was no error message reported. Additionally, the optical module cable did not work and even after cleaning the cells inside the module the issue was not solved. There was no allegation of patient injury reported. The ev1000a and om2 cable are available for evaluation.

Manufacturer narrative:
Additional information was received, the blood temperature displayed was 37.4ºc and the blood temperature expected was 37ºc (+ or - 0.3). The ev1000a system was returned for evaluation. The reported issue was not confirmed by the evaluation. The system was connected to a workshop simulator and the injectate temperature and blood temperature values were in range. The system passed all the tests without any issue. The device history record was reviewed; no related non-conformances were found. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.